Event description:
The unit was returned because, the switch emitted smoke, and then would not turn on.

Manufacturer narrative:
The unit was returned to us because the switch emitted smoke and then would not turn on. Our investigation revealed that a component on the circuit board failed which caused the unit to stop working. The event was contained within the flame-retardant plastic housing. Our switch supplier has implemented several CAPA projects to improve the overall quality of the switch. In this case, the failure caused smoke, but the unit failed in a safe manner.